Event description:
Related manufacturer reference number: 3006705815-2022-14895, related manufacturer reference number: 1627487-2022-04265, related manufacturer reference number: 1627487-2022-04266. It was reported that the patient experienced infection. As such, such the incision sites was opened on (B)(6) 2022. Reportedly, the physician believed the infection was superficial and not around the implants. The patient was admitted and the infection was being treated with IV antibiotics. Later. Surgical intervention took place on (B)(6) 2022 wherein a wound debridement at the ipg pocket was done. Information indicates that the infection was at the patient¿s old ipg pocket (related manufacturer reference number: 3006705815-2022-01179) that had the lead and extensions only. Reportedly, the patient was not doing well. As such, the patient was kept overnight and the entire system was explanted on (B)(6) 2022 to address the infection. Reportedly, the infection is being treated with IV and oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. The patient was treated with IV and oral antibiotics to address the issue. The infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.